Event description:
I began using the dexcom g6 continuous glucose monitor about 2 months ago. I reported these issues to the company without response. There are numerous problems. 1. It continuously disconnects from blue tooth so that I cannot monitor glucose. Gives false alerts of glucose going low when glucose is not low. For example does this when glucose is 75 by finger stick test meter. Setting are correct but reads low and wakes me up in the middle of the night. 2. They have not updated the software to work with (B)(6) version 13.6 or version 14 even though it mostly works but never reports being connected to bluetooth in the(B)(6) application but is actually connected since it reads the sensor but fails intermittently even though the phone is always within 2 feet from the sensor. It continuously disconnects from the sensor and reports it will reconnect in 30 minutes to 3 hours. There is always a message that they are working on the software but nothing has happened for two months. It is software number 11677 version 1.6.3. I am now using ios version 14 on the iphone in hopes that it would correct the issue but it has not. FDA should make them fix this as it is dangerous in dosing insulin. FDA safety report ID# (B)(4).